Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, infection, seroma, adhesions, and scarring. Post-operative patient treatment included bowel resection, mesh removal and revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced a large anterior abdominal wall seroma infected with mrsa, recurrent incisional hernia, recurrence of midline ventral incarcerated hernia, small bowel obstruction, adhesions, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, and scarring. Post-operative patient treatment included three small bowel resections, mesh revision, repair of recurrent incisional hernia's and ventral hernia with sutures and mesh, three enteroenterostomies, wound vac, infected wound debridement, and removal of the infected abdominal mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, a large anterior abdominal wall seroma infected with (B)(6), recurrent incisional hernia, recurrence of midline ventral incarcerated hernia, small bowel obstruction, adhesions, and scarring. Post-operative patient treatment included three small bowel resections, mesh revision, repair of recurrent incisional hernia's and ventral hernia with sutures and mesh, three enteroenterostomies, wound vac, infected wound debridement, and removal of the infected abdominal mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced physical deformity, abdominal wall mass, disfigurement, mental anguish, a large anterior abdominal wall seroma infected with mrsa, recurrent incisional hernia, recurrence of midline ventral incarcerated hernia, small bowel obstruction, adhesions, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, scarring, and death. Post-operative patient treatment included primary hernia repair, lysis of adhesions, excision of mass, hospitalization, three small bowel resections, mesh revision, repair of recurrent incisional hernia's and ventral hernia with sutures and mesh, three enteroenterostomies, wound vac, infected wound debridement, and removal of the infected abdominal mesh. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
Additional info: b2 (outcome attributed and date of death), b5, b7, g1, h1, h6 (patient and health impact codes) complaint reportability has been reassessed and is now reportable as a death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced physical deformity, abdominal wall mass, disfigurement, mental anguish, a large anterior abdominal wall seroma infected with mrsa, recurrent incisional hernia, recurrence of midline ventral incarcerated hernia, small bowel obstruction, adhesions, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, scarring, nausea, abscess, fluid collection, fistula, and death. Post-operative patient treatment included primary hernia repair, lysis of adhesions, excision of mass, hospitalization, three small bowel resections, mesh revision, repair of recurrent incisional hernia's and ventral hernia with sutures and mesh, three enteroenterostomies, wound vac, infected wound debridement, and removal of the infected abdominal mesh. Information received indicates the patient is deceased. No information was provided regarding the circ umstances of expiration.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced physical deformity, abdominal wall mass, disfigurement, mental anguish, a large anterior abdominal wall seroma infected with mrsa, recurrent incisional hernia, recurrence of midline ventral incarcerated hernia, small bowel obstruction, adhesions, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, scarring, nausea, abscess, fluid collection, fistula, distention, vomiting, drainage, intertriginous candidiasis, abdominal pain, and death. Post-operative patient treatment included primary hernia repair, lysis of adhesions, excision of mass, hospitalization, three small bowel resections, mesh revision, repair of recurrent incisional hernia's and ventral hernia with sutures and mesh, three enteroenterostomies, wound vac, infected wound debridement, removal of the infected abdominal mesh, CT scan, use of jp drain, IV f luids, pain medication, & antinausea medication. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.